Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the past their insulin pump had been over delivering insulin during priming. The customer¿s blood glucose level was 93 mg/dl at the time of the call. The customer was seeing extra drops after changing their set and releasing the act button. Troubleshooting was not completed the insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).